Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri (elective replacement indicator) alert or allegation of premature battery depletion, the device was explanted and replaced prophylactically.

Manufacturer narrative:
Section e: explant facility - (B)(6). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Manufacturer narrative:
Interrogation of the device revealed it was above the elective replacement indicator (eri) when received. There¿s no battery performance alert (bpa) detection. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.